Event description:
Hill-rom received a report from the account stating the bed exit alarm was inaudible. The bed was located at the account. There was no patient / user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support suggested replacing the external buzzer. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.